Manufacturer narrative:
Technical service provided the safety data sheet (sds) to the customer and asked them to seek advice from a healthcare provider for better medications. No further action is required. According to the package insert in195150c v. 3.0: precautions: the reagent solution contains a harmful chemical. If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Event description:
The consumer reported dipping the swab into reagent solution and collecting the sample from nostrils with binaxnow covid 19 ag on (B)(6) 2022. The consumer had itchiness and dryness in throat. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.